Event description:
The customer reported the system would not display a usable image, and the system is unusable. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated the camera connectors. The system operates as intended.